Manufacturer narrative:
Insulin pump received with detached end cap noted.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the bottom of the insulin pump popped off and bottom where the drive support cap is located was just opened. Troubleshooting was performed for damage. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.